Event description:
It was reported that foreign matter was observed in the dacogen vial after extraction with the bd phaseal¿ optima protector (p20-o) and before use on a patient. The drug was reportedly still usable after filtering it. The following information was provided by the initial reporter: "core: a tiny grey particulate was identified within the drug vial. Drug was dacogen, lot number ge80143 exp-02/2020, and was reconstituted by using a 16 gauge needle to extract the diluent, tech did hand cap vial. Was able to still use the drug by filtering. Component used p20-o lot number 187704.".

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1807704, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Fragmentation testing was reviewed for the reported lot, results found to be acceptable. Four retained samples were further evaluated and all fragmentation results were within specification, the product functioned as intended. Based on the available information we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was observed in the dacogen vial after extraction with the bd phaseal¿ optima protector (p20-o) and before use on a patient. The drug was reportedly still usable after filtering it. The following information was provided by the initial reporter: "core: a tiny grey particulate was identified within the drug vial. Drug was dacogen, lot number ge80143 exp- 02/2020, and was reconstituted by using a 16 gauge needle to extract the diluent, tech did hand cap vial. Was able to still use the drug by filtering. Component used p20-o lot number 187704."